Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on march 01, 2022 due to double phoneme. The cause of death was heart attack and stroke. The customer¿s blood glucose was 960 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death.